Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the battery compartment was cracked. A leak test found leakage through battery compartment crack. Evidence of moisture was observed under display lens and inside battery compartment. The pump powered on with three audible tones and displayed "verify" screen. The keypad buttons were not responsive although the keypad was intact. No keypad button contact defects were found. Pump cover was removed. Evidence of moisture was observed on pcb, battery terminals, and motor flex connector. Internal moisture damage was observed during investigation.

Event description:
The patient alleged that the pump had moisture under the display and in the battery compartment after using the device in a swimming pool.